Event description:
It was reported that the patient presented for a system upgrade procedure. Prior to the procedure, it was observed that the right ventricular (rv) lead exhibited noise that was oversensed by the device due to a suspected insulation anomaly. The rv lead was explanted and replaced. The patient was in stable condition and discharged post procedure.